Manufacturer narrative:
Baxter received and evaluated the device. A device history review/service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported burnt ends on internal cable which was reproduced. Visual inspection determined to be burnt damage on printed circuit board. The module was deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module had burnt ends on internal cable. There was no patient involvement. No additional information is available.